Event description:
The customer reported that the replacement of a high voltage cable due to wires being exposed.

Manufacturer narrative:
The ge service rep replaced the high voltage cable. He tested the system and found to be performing as intended.